Event description:
It was reported that this right ventricular (rv) lead triggered an alert that recommended further lead evaluation. Stored ventricular episodes contained noise artifact on the shock channel. The rv lead remains in service at this time. No adverse patient effects were reported.